Manufacturer narrative:
(B)(4).

Event description:
It was reported that high voltage lead impedance was observed. The patient had generator change out. Hv lead impedance was noted after the procedure. Svc was turned off. The patient will be monitored with a routine follow-up.